Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 578 mg/dl at the time of incident and current blood glucose level was 173 mg/dl. The customer¿s other blood glucose level was 583 mg/dl, 566 mg/dl, 120 mg/dl and 512 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea, confusion and thirsty. Customer was treated bolus with the manual injection. Customer did not tubing clamp to run high pressure test. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer troubleshoot was performed for high blood glucose level. The insulin pump will be returned for analysis.